Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was locked and the became non responsive. The customer¿s blood glucose level was unknown mg/dl. The customer stated that insulin pump had diminished battery life and the crack along the side of the battery casing. The device will not be returned for the analysis.